Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is delayed. The device was not in use on a patient.

Manufacturer narrative:
The customer was provided a cost for repair and did not reply.